Event description:
A pt reported they were not able to get good readings because their one touch ultra allegedly would not power on. Pt reported they felt different and that it affected their breathing. Pt treated themself with their medication for diabetes. No further info has been reported.